Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A2dr01 implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that there was a possible perforation with tamponade confirmed via echocardiogram. The lead measurements checked out fine. Pericardiocentesis was performed, with 600 cc of blood aspirated from the pericardium. The leads remain in use. No further patient complications have been reported as a result of this event.